Event description:
It was reported that a user received an alert on the ilet indicating ¿stop or replace sensor¿ while using a dexcom g7, and a brief sensor issue alert occurred with signal loss to the ilet only; the alert resolved and glucose readings resumed without further assistance. Symptoms included temporary unavailability of cgm data due to a brief sensor issue. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included user education and troubleshooting regarding cgm alert meanings and system behavior. Investigation of this case revealed normal device behavior with transient loss of cgm signal and subsequent recovery, consistent with known cgm communication interruptions rather than a pump malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user understanding/education need and intermittent cgm communication variability.